Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (load step malfunction) issue. The reporter stated that 130 units were inadvertently infused. The reporter did not specify the blood glucose (bg) value but they self-treated with a bag of king size skittles and glucagon shot. A 911/emergency protocol was initiated. The patient was taken and admitted to the hospital for one night. The reporter stated that the patient's bg value was maintained at a 300mg/dl via glucose drip at the hospital. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.